Manufacturer narrative:
This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise on the right ventricular (rv) channel. Technical services (ts) reviewed the data and suspected the noise was due to electromagnetic interference (emi) or a sudden change in lead integrity. Ts suggested asking the patient if they had a procedure during the time of the noise. If not, ts suggested bringing the patient in for full rv lead testing with isometrics. It was also noted there were questions regarding downgrading the system to a cardiac resynchronization therapy pacemaker (crt-p) and not using an rv lead. Ts explained we have not tested our pacemakers to be programmed like this, and it is not the intended use, but it is ultimately physician discretion. Ts discussed programming and settings options. Additional information was received and it was reported that therapy was turned off and the patient is wearing a life vest. It was noted the physician was trying to determine whether the patient is a candidate for extraction or if the vessel is occluded. No further action has been taking, and further action is still undetermined. No adverse patient effects were reported. This crt-d system remains in service.